Event description:
It was reported that during a robotic laparoscopic rectal mobilization procedure, at the time of detachment of the adipose tissue around the rectum, fine adjustment of the opening and closing of the bipolar maryland forceps (bmf) was not possible, as it would only fully open or close. One of the wires was about to detach, so the instrument was replaced to resolve the issue. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Regulatory report 1219930-2025-06141 sent on 2025-12-30 is a duplicate of this report. The supplemental information received from pli-10 will be updated in the record of the associated report #708756742. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic rectal mobilization procedure, at the time of detachment of the adipose tissue around the rectum, fine adjustment of the opening and closing of the bipolar maryland forceps (bmf) was not possible, as it would only fully open or close. One of the wires was about to detach, so the instrument was replaced to resolve the issue. There was no patient injury.